Event description:
Olympus received information from a post-market clinical follow-up (pmcf) survey that the chitozolve finished good (8/pk) was used and soft tissue trauma, granulation, and edema all occurred and were possibly device related. Moderate and hard to detach adhesions also formed in the nasal cavity requiring blunt dissection, however these adhesions were due to patient factors and unrelated to the device. This lead to further management of the patient following surgery. The intended procedure was therapeutic and was completed with the same device. No other devices were involved in the event. The chitozolve splint adequately separated tissue compromised by the surgical trauma. The device helped control minimal bleeding following surgery/trauma and helped in natural wound healing. The device was dissolved completely at the time of 20-day follow-up.

Manufacturer narrative:
A2: specific age not provided, however the age range provided was between 18 years to 34 years. E2: inadvertently selected no radio button, but unable to remove selection. The device is not being returned for analysis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a specific root cause could not to be determined for the suggested event. The device was not returned and there is not enough information to determine a root cause. Olympus will continue to monitor field performance for this device.